Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Several attempts have been made to provider to obtain additional, without response. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
The silent nite sleep appliance observed to have a broken anchor when returned. No further information was provided.

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected, and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. The manufacturer's internal reference number is: (B)(4). Additional information: d4: "model#" & "catalog#" corrections: h3: "device evaluated by manufacturer". H6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.